Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney reported that the device was incorrectly implanted in a patient, resulting in bodily injury, suffering, disability, disfigurement, mental anguish, and hospitalization. The device was implanted during a laparoscopic right inguinal hernia repair surgery over an abdominal opening. Approximately four months after implant, a sonogram revealed a local hematoma. The patient was also experiencing groin pain and intermittent bulge. One year after implant, imaging found recurrence of the right inguinal hernia with 5.3 cm opening containing small bowel. A robotic-assisted hernia repair surgery found the original mesh had been placed backwards in the plaintiffs right groin area, with the protective side of the mesh placed towards the abdominal wall, and the exposed non-protective side placed towards the bowel. The small bowel and cecum were densely adhered to the non-protective side of the mesh, to the extent that a piece of the mesh could not be separated from the segment of the ileum. The mesh had also migrated off the original hernia to another area of the abdomen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.